Manufacturer narrative:
The additional mitraclip devices referenced in b5 are filed under separate report numbers. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the unspecified tissue injury resulting in mitral valve insufficiency/regurgitation per the physician is related to both the implanted clips. Tissue damage and mitral regurgitation are known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted one clip was previously implanted the same day and had caused damage to the posterior leaflet. An xt clip was inserted to treat the perforation and was successfully deployed on the mitral valve, reducing mr to a grade of 1-2. On (B)(6) 2024, echocardiography showed the implanted xt clip had worsened the perforation, resulting in mr increasing to a grade of 4.

Manufacturer narrative:
The additional mitraclip referenced in b5 is filed under a separate medwatch report number. The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. During preparation of a mitraclip xtw, difficulties opening and closing the clip occurred. While attempting to open the clip, it jumped open. Therefore, the clip was not used and was replaced. A new mitraclip xtw was inserted and deployed, reducing the mr to trace. The procedure was completed. On the same post procedure, a transthoracic echocardiogram (tte) was performed, revealing a perforation on the posterior leaflet, resulting in recurrent mr, with a grade of 4. The previously implanted clip remained attached to both leaflets. An additional mitraclip procedure was performed, and one additional clip was implanted, reducing the mr to a grade of 1-2. On (B)(6) 2024, transesophageal echocardiography (tee) revealed that a tear from the first clip, mitraclip xtw (40307r1117), extended to the posterior leaflet area of the additional clip, mitraclip xt (40319r1069). In the physician¿s opinion, both clips (40307r1117) and (40319r1069) caused or contributed to the tissue damage and increase in mr. It was noted that the mitraclip xt remained attached to both leaflets.